Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes one day post-implant, the ventricular sensing threshold was invasively measured and was 6.1mv. Tests at implant showed 2.0mv (sensed) and 2.8mv (not sensed).